Event description:
Subsequent to the initial report, the following information was provided: the returned photo depicts a xience skypoint which was noted to be bent upon removal from the packaging and was not used in the patient. No additional information information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to twisted material include, but are not limited to, outer diameter of the guide wire, manipulation against resistance, interaction with other devices, and/or interaction with challenging anatomy which likely led to the reported difficulty to advance and difficulty to remove. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported the dragonfly opstar imaging catheter and balance middle weight (bmw) guidewire were used in a unspecified lesion. However, there were difficulties advancing and removing the imaging catheter and the bmw wire. Also, wire position was lost. Based on the provided photos, the bmw wire was noted to be twisted. The devices were removed and it is unknown how the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI # is not known as the part and lot number were not provided the additional device referenced in b5 is filed under a separate medwatch report number.